Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was returned for evaluation. Due to the condition of the device the evaluation was inconclusive for the material rupture failure mode reported.. A visual inspection found a complete break at the proximal balloon joint; however, the inner guidewire lumen was intact it is likely that the break was perceived as a detachment. Bunching of the balloon was also noted. Due to the condition of the returned device, the investigation was inconclusive for the material rupture failure mode reported. It was noted that there was complete break at the proximal balloon joint. The definitive root cause for the reported issue could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during an angioplasty procedure in the anterior tibial artery, the pta balloon allegedly ruptured. Another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during an angioplasty procedure in the anterior tibial artery, the pta balloon allegedly ruptured. Another device was used to complete the procedure. There was no reported patient injury.